Event description:
A hosp england reported that a mr290 humidification chamber had overfilled on initial setup. No pt consequence was reported.

Manufacturer narrative:
The actual device was visually examined. Results: the chamber was turned upsidedown and both floats remained pressed to the aluminium base. A large bow in the side of the aluminium base just below the hinge bracket was observed. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the mr290 humidification chamber can overfill if both the primary and secondary floats become jammed and fail to stop water from flowing into the chamber once the water reaches the limit line. Our investigations to date have found that this happens when the chamber sustains an impact due to being dropped on the area around the float hinge bracket. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.0017%. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.